Event description:
Report received in 2005 regarding a pt who was a victim of flame burns. He sustained 85% total body surface area burns. In 09/06/2005 the pt was grafted with 48 epicel grafts. The pt died in sep 2005 due to overwhelming sepsis. The event was considered unrelated to the use of epicel by the treating physician. Batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.